Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -13.5/1.5/126 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports excessive vaulting. Intraoperatively the lens was removed. On (B)(6) 2023 a replacement lens of shorter length was implanted and this resolved the problem. The cause of the event was reported as a patient related factor and unknown and noted "high vault; inoperativeness removal due to no myosis after the lens implantation".

Manufacturer narrative:
Claim#: (B)(4).